Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components or misuse. However, mitigations are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. In addition, the review determined that the correct cable and adapter were part of the reader kit pack and there was no indication that the product did not meet specifications. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports their adc device is too hot to hold. No further details are available at this time. It is unknown if the customer's device was too hot to hold during use or while charging. There was no report of fire, smoke, explosion, or shock. It is unknown at this time if the charging cable and adapter used was the cable and adapter supplied by adc for use with the libre device. There was no report of death, serious injury, or mistreatment associated with this event. Issues involving thermal events occurring with adc freestyle libre and libre 2 readers is associated with report of corrections and removal number 2954323-02/09/23-001-c, submitted to the FDA on 09-feb-23. Adc field action fa1005-2023 was issued to the us 09feb23.

Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports their adc device is too hot to hold. No further details are available at this time. It is unknown if the customer's device was too hot to hold during use or while charging. There was no report of fire, smoke, explosion, or shock. It is unknown at this time if the charging cable and adapter used was the cable and adapter supplied by adc for use with the libre device. There was no report of death, serious injury, or mistreatment associated with this event. Issues involving thermal events occurring with adc freestyle libre and libre 2 readers is associated with report of corrections and removal number 2954323-02/09/23-001-c, submitted to the FDA on (B)(6) 23. Adc field action fa1005-2023 was issued to the us (B)(6) 23.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and no damage or evidence of fire was observed. Reader did not power on with the button depression, test strip, or usb cable insertion. Reader was connected to computer and software, however it did not recognize the reader. The customer did not returned usb charger and usb cable with the reader. Built-in reader test was unable to be performed as reader did not power on. The returned reader was further investigated and de-cased and and no issues were observed upon visual inspection. Nxp processor was present. The returned reader was placed into the reader printed circuit board assembly (pcba) test fixture and pressure was applied to the central processing unit (cpu). Thermal camera testing was unable to be performed due to reader only powers on with central processing unit (cpu) pressure. An extended investigation has been performed. A de-cased reader was received. Visual inspection was performed on the returned meter and its pcba (printed circuit board assembly) using a microscope and no issues were observed. The event log of returned reader was reviewed and no abnormal events were observed which indicates the reader functioning properly. The reader was brought to the bench for testing. The reader was unable to power up with a button depression. The reader turned up indicating an issue with the intermittent connectivity between the cpu and the pcba. A self-test was performed using the reader's own software and the reader indicates it passed all self-tests. Further testing was performed on the reader's subassembly. The reader's battery was measured using a dmm (digital multimeter) and measured to be within specification range. No damage or anomaly was found on the battery. The reader¿s sleep current was measured using a dmm connected in series between the battery and the reader¿s pcba. The measurement was within specification range for reader nxp. The returned reader was monitored under a thermal camera. During the observation, the extended investigation was observed due to the reader cpu pressure problem. Current findings did not indicate any connection between this reader¿s module function and the user's reported issue. Voltage, current, self-tests, and thermal imaging tests were performed, and no anomalies were observed with the reader. There was no evidence observed that would cause the reader to become ¿too hot to hold" as reported by the customer. Therefore, the issue is not confirmed. If the partial product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. Section d4 (primary UDI number) has been updated. This serves as a correction report. Section h4(device mfg date) was incorrectly updated in the previous report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports their adc device is too hot to hold. No further details are available at this time. It is unknown if the customer's device was too hot to hold during use or while charging. There was no report of fire, smoke, explosion, or shock. It is unknown at this time if the charging cable and adapter used was the cable and adapter supplied by adc for use with the libre device. There was no report of death, serious injury, or mistreatment associated with this event. Issues involving thermal events occurring with adc freestyle libre and libre 2 readers is associated with report of corrections and removal number 2954323-02/09/23-001-c, submitted to the FDA on 09-feb-23. Adc field action fa1005-2023 was issued to the us 09feb23.